Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a power (damage) issue. It was reported that the battery compartment/cap were cracked, the yellow o-ring of the battery cap was visible, and that the pump experienced intermittent power. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09-aug-2018 with the following findings: a review of the black box showed unexplained power on reset events. The battery compartment was cracked on the side from the threads to the cover. No moisture/corrosion was found in the battery compartment. The returned battery cap had stripped threads and was unable to maintain an electrical connection. The reported power complaint was duplicated. A new test battery cap fit to maintain an electrical connection. The test battery cap was used to complete 24 hour testing. No power on reset events were duplicated. The pump cover was removed to find no evidence of internal moisture or damage to the power circuit. The allegations of intermittent power, cracked battery compartment, and damaged battery cap were duplicated during testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.